Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on (B)(6) 2012, the patient underwent an examination under anesthesia, during which a smith and nephew operative hysteroscope, smith and nephew hysteroscopic morcellator, and a smith and nephew hysteroscope pump were used. During the procedure, the hysteroscope was inserted, and the endometrial cavity was noted to contain numerous blood clots. The hysteroscopic morcellator was inserted through the hysteroscope into the endometrial cavity and used to remove the submucosal fibroid in multiple pieces. However, it was very difficult to morcellate the fibroid due to its extremely firm and likely calcified consistency. Morcellation of the fibroid was performed until approximately 50% had been removed. At this point, the hysteroscope pump indicated a fluid deficit of 3500 cc. The hysteroscope was therefore removed. However, it was believed that the automated deficit calculation was inaccurate due to the necessity of changing the suction canisters on the pump multiple times. The manual fluid deficit was calculated and found to be 600 cc. The patient's starting hemoglobin was 6.4, and at this point, it had dropped to 5.4, so the decision was made to transfuse her with one unit of packed red blood cells intraoperatively. The team decided to proceed with further morcellation of the fibroid. The operative hysteroscope was reinserted, and the morcellator, with a fresh blade installed, was again passed through the scope into the endometrial cavity, and morcellation was continued. After approximately two-thirds of the fibroid had been removed, it was decided that any further efforts at trimming the fibroid would have to be performed at a later date. On (B)(6) 2023, a pelvic MRI with and without contrast was performed. It revealed a myomatous uterus with multiple fibroids, including a small submucosal/intracavitary fibroid or polyp and a broad-based subserosal fibroid at the anterior uterine body. It is unknown how the patient was treated, and no further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on h6 - health effect - clinical code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, a clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, the complications encountered during the (B)(6) 2012, procedure were primarily due to the fibroid¿s unusual firm, likely calcified consistency, which hindered effective morcellation despite the use of specialized hysteroscopic equipment. Which possibly led to incomplete fibroid removal and subsequent surgical intervention. Although no direct link is established, morcellation has been associated with the potential for tumor seeding and iatrogenic spread. Additionally, the patient¿s age and history of multiple myomectomies may have contributed to the development of disseminated peritoneal leiomyomatosis (dpl), typically seen in women of childbearing age with estrogen-related conditions including a history of uterine leiomyomas (fibroids). Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instruction for use review, and a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event, according to the clinical review include inaccurate fluid deficit readings, a low starting hemoglobin (6.4) that dropped intraoperatively¿suggesting a possible bleeding tendency or an underlying chronic condition¿and the presence of multiple fibroids confirmed on MRI in 2023, reflecting a longstanding uterine pathology. Based on this investigation, the need for corrective action is not indicated.